Event description:
The pt contacted lifescan in 8/05 and alleged that their one touch ultra meter was reading inaccurately high. Medical affairs specialist attempted to contact the pt twice the next day, but there was no answer at the phone number provided and no option to leave a message. A letter will be sent as a third attempt to contact the pt. The pt had reported that they had received a result of 225 mg/dl on the subject meter for the past three days. It is unknown if they had been experiencing any symptoms at that time. Due to the "high" result, they increased their oral medication by half a pill of actos. It is unclear if the pt had made the decision to increase the dosage on their own or if it was per their diabetes regimen, which is not provided. It is documented that their doctor was on vacation, but is is unknown if they had consulted any other healthcare professional regarding the high results on their meter. It is also unknown as to how many of the increased dosage of the medication they had taken. About two hours later (unclear if after the test or after taking the medication), the pt had started feeling shaky, nauseous, and lightheaded. They tested later (time frame not provided), with a result of 77 mg/dl. During troubleshooting with the customer service agent, it was verified that the subject meter was in the right unit of measurement(mg/dl) and that it was coded correctly. The strips were in good condition and within the expiration date. The pt's testing technique was also reviewed to be correct. They were walked through two consecutive control solution tests and the results fell outside the specified range. A new test strip vial was opened, and control solution was performed, with the test passing within range. Since on the two failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Based on the information provided initially by the pt, there is an indication that the product has malfunctioned (two failed control solution tests). However, there is insufficient information to conclude that the product caused or contributed to an injury. It would be helpful to obtain further information regarding the events leading to the high results and other missing information mentioned above. Therefore, this case is reported as a product malfunction at this time.